Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l69913, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that the patient had her pump removed in 2002 because wasn¿t using it but the health care provider (hcp) left the catheter. Then, in 2010, the hcp removed the catheter because it was ¿causing problem.¿ part of the catheter however was left because it was fused in the area. It was also reported the patient had a lot of pain in the thoracic area where the catheter is located since ¿about 2 months ago.¿ the pain gradually started but it was noted the patient always had pain in the area, just more now. It was noted the patient had a dislocated rib head and a fracture ¿in the area¿ and that she has rsd (reflex sympathetic dystrophy). Therefore, the patient wasn¿t sure if the catheter was the cause of the new pain either. Previous medications being delivered via the device system consisted of bupivacaine, dilaudid and morphine. Additional information has been requested, but was not available as of the date of this report.